Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that major bleeding occurred. The patient was enrolled in the (B)(6) study. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. A 14f isleeve introducer sheath was selected for use during the procedure and an acurate neo valve was implanted. 1 day post the index procedure major bleeding at and unknown location site was noted. No further patient complications were reported.